Event description:
It was reported the pt is experiencing a warm sensation at his ipg site while stimulation is turned on. The pt is pending follow up with a physician and sjm representative to evaluate his scs system.

Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.